Event description:
It was reported that the 9800 system had a problem downloading images to pacs port. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The pacs port is not supported by service. The system was tested and found to be working as intended. A follow up report will be filed when additional details become available.